Event description:
A report was received that the patient underwent a lead replacement due to high impedances. The physician explanted both linear leads and implanted two new leads. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Device analysis confirmed the complaint. Sc-2218-50, s/n #(B)(4): visual inspection revealed lead was cut approximately 14 inches from the distal end. X-ray inspection of the lead revealed that five of the cables were completely broken at the bent/kinked location of the lead. It appears to be a result of fatigue. Electrical tests could not be performed due to damaged proximal end. The damage to the cables is consistent with fractures caused when a lead is sutured without the use of a suture sleeve. Sc-2218-50, s/n #(B)(4) x-ray inspection of the lead revealed that two of the cables were completely broken at the bent/kinked location of the lead. It appears to be a result of fatigue. Electrical tests could not be performed due to damaged proximal end. The damage to the cables is consistent with fractures caused when a lead is sutured without the use of a suture sleeve.

Event description:
A report was received that the patient underwent a lead replacement due to high impedances. The physician explanted both linear leads and implanted two new leads. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model:sc-2218-50, serial: (B)(4) description:linear st lead, 50cm.